Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5087121/5087133, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection and there was a losing fluid at the ipg site. The patient was prescribed antibiotics. The physician did not believed infection to be device or procedure related. It was mentioned that patient was heavy smoker which caused a lot of friction at the ipg site. The patient underwent an explant procedure.